Event description:
It was reported by a healthcare professional that the silent nite device was broken. Additional information received reported that the anchors broke. The patient did not suffer any harm or injury and no medical intervention was required. The event occurred on (B)(6) 2025 but it is unknown when the patient stopped using the device.

Manufacturer narrative:
The device has been received but not evaluated. Once the investigation is complete a supplemental report will be submitted. Patient weight was request but not recorded by the initial reporter. Manufacturer reference #:(B)(4).

Manufacturer narrative:
Additional information: d4. The investigation has been completed and the results are as follows: DHR results. The production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. The product was returned. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was transparent and had discoloration. General cleanliness - the returned device appeared to be not clean. It was observed that an anchor was broken off. Root cause description the root cause could not be determined. A potential root cause could be due to an incomplete curing which may have caused the anchor to break off. Manufacturer reference #: (B)(4).